Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on medical records provided for evaluation. Due to the unavailability of the valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a transthoracic echocardiogram (tte) revealed a left ventricular ejection fraction (lvef) of 39%. The patient had a bioprosthetic aortic valve with mildly thickened leaflets, no stenosis, and moderate regurgitation". Hyperattenuated leaflet thickening (halt) may be caused by several patient-related factors, including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, based on the limited available information provided, a conclusive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation, which develops progressively over time, can be due to several issues, including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion, leading to abnormal coaptation. The patient has thickened leaflets, which can have suboptimal valve leaflet coaptation, resulting in central regurgitation as reported. Available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), due to stenosis and central regurgitation of the 23mm sapien 3 valve, the patient underwent a successful valve-in-valve procedure using a 23mm sapien 3 ultra resilia valve. The initial implant date is unknown at this time. According to the medical record review, the transthoracic echocardiogram revealed a left ventricular ejection fraction of 39%. The bioprosthetic aortic valve exhibited mildly thickened leaflets without stenosis, but there was moderate regurgitation.